Manufacturer narrative:
Investigation: returned sample evaluation: the nonconformance cannot be confirmed as no sample was returned for investigation. Thus, no root cause can be determined. The complaint will be re-opened if the sample is returned for investigation. No photo or sample returned. DHR review: no similar complaint had reported on neoflon batch 6260146. No complaint related qn and deviation is raised on the involved batch. Manufacturing review: no abnormality observed that could have influenced that issue. Conclusion: unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode. Product within specification? Not able to determine root cause: CAPA # (B)(4) was issued to review the tubing material. Probable root cause(s): material.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6349034, medical device expiration date: 30nov2021, device manufacture date: 04jan2017. Medical device lot #: 6260159, medical device expiration date: 30sept2021, device manufacture date: 31oct2016. Medical device lot #: 7017084, medical device expiration date: 31jan2022, device manufacture date: 03mar2017. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Upon follow-up investigation, additional event information received on 31july2017. UDI: (B)(4).

Event description:
It was reported that while attempting to place a bd neoflon¿ IV cannula on a 15 month old patient, catheter of IV buckled, resulting in unsuccessful intravascular access. Upon follow-up determined that patient¿s course of treatment changed (per rectum medications needing to be given vs originally planned IV medications), as well as delayed IV fluid treatment. Patient did receive IV access after 8 cannulation attempts.